Event description:
This is a (B)(6) male pt who had a malfunctioning coronary sinus left ventricular electrode and the physician attempted to reposition the lead on (B)(6) 2011. During the procedure, upon removal of the coronary sinus whorley cannulation sheath, it was noted a fragment of the distal radial opaque marker had broken off. Fluoroscopy imaging demonstrated a small tiny radiopaque fragment situated in a branch vessel off of the right pulmonary artery lodged in a stable position with no motion or movement. There were no changes in the pt's clinical signs and symptoms. The pt cardio-respiratory status remained stable during the remainder of the case and post operative. The physician consulted with other practitioners to determine the plan of care consistent with best practice regarding the fragment and concluded that the risks of surgery for the fragment removal is greater than leaving the fragment in the current location; therefore, no intervention was needed. The lead was repositioned on (B)(6) 2011 successfully. Info disclosed to the pt. The safesheath csg product was listed as a class 1 recall on the FDA website; however, the manufacturer did not notify (B)(6) hospital. The product was not on the shelf at (B)(6) but the representative from st. Jude brought the sheath to (B)(6) on (B)(6) 2011.